Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d) performed an inappropriate mode switch. Technical services (ts) assessed the episode and determined that the inappropriate mode switch was due to blanking. Ts discussed reprogramming options, and no adverse patient effects were reported. This crt-d remains in service.